Manufacturer narrative:
The reported difficult to remove (anatomy), and image resolution poor could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. The reported inability to lower the gripper was confirmed. The cap tactile marker gripper arm remained raise and could not lower as it was observed to be pinched by the harness. Moreover, the gripper cover (cap-no tactile marker) was observed to be bulky, and the clip cover was observed to be deformed (lifting from the folded area). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and return device analysis, the cause of the reported difficult to remove (anatomy) associated with clip getting caught in the patient anatomy appears to be due to user technique. The reported tissue injury appears to a cascading effect of the reported difficult to remove (anatomy). Additionally, the reported mr appears to be a cascading effect of the reported tissue injury. The cause of the deformation on the clip cover appears to be due procedural conditions (troubleshooting). The reported single gripper actuation issue is due to the harness pinching the gripper cover. The harness pinching the gripper cover is due to troubleshooting techniques. The observed bulky gripper arm cover is a cascading event of the harness pinching the gripper arm cover. The cause of the reported image resolution poor cannot be determined. The reported mr and tissue injury are listed in instructions for use (IFU) document and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h10: code 4115 and 67 removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.na.

Event description:
This is filed to report difficult removal, a gripper actuation issue, tissue damage, and worsening mitral regurgitation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a thin and friable posterior leaflet. It was noted imaging was difficult. An xtw clip (30103r1051) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted medially reducing mr to a grade of 2-3. To treat a jet on the lateral side, an nt clip (20823r2038) was inserted. While in the left ventricle (lv), the clip because caught in chordae. Troubleshooting was performed and the clip was retracted into the left atrium (la). However, it was observed the mr had increased back to a grade of 4+ and there was tissue observed on the grippers. Independent grasping was then performed, but it was observed the posterior gripper no longer worked. Therefore, the clip was removed, and an xt clip deployed on the mitral valve. However, mr was unable to be reduced to remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the return device to analyze, the cause of the reported difficult to remove (anatomy) associated with clip getting caught in the patient anatomy appears to be user technique. The reported tissue injury appears to a cascading effect of the reported difficult to remove (anatomy). Additionally, the reporter mr appears to be a cascading effect of the reported tissue injury. The cause of the reported difficult to open or close (gripper actuation - single) cannot be determined. The cause of the reported image resolution poor cannot be determined. The reported mr and tissue injury are listed in instructions for use (IFU) document and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.